Event description:
It was reported that the device would charge, but will not discharge defibrillation energy. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the internal therapy connector and quik-combo therapy cable assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and determined the root cause of malfunction to be sockets 1, 9 and 10 of the internal therapy connector assembly. The sockets intermittent functionality could have resulted in the device's inability to deliver charged energy or charge energy.